Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have experienced an unexpected restart after changing batteries. Customer also reports that reservoir was showing as empty when it was not. Customer's blood glucose was 70 mg/dl. During troubleshooting, customer was instructed on priming and rewinding. Customer was advised to monitor insulin pump and to call should issue persist. No further information provided.